Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received two (2) opened/unused device samples from the reported part and lot number. As received no damage or anomalies were observed. To replicate clinical use each set was attached to an ICU medical provided cadd cassette and inserted into a cadd solis pump. Each set was attempted to be primed with 10 ml. During priming a ¿downstream occlusion. Clear occlusion between pump and patient" was returned however it cleared on its own. The priming was reinitiated, and the same alarm was observed. Again, the alarm cleared almost immediately without intervention. Each set was leak/occlusion tested. Although flow was established the flow rate was observed to be diminished. In attempts to isolate the potential partial occlusion the ¿asv¿ valve was cut off each set. The diminished flow rate continued to be observed. The filter was then cut off each set. The flow rate was observed to increase. The cut-off filters were more closely visually inspected. No damage or anomalies were observed. The complaint of frequent alarming can be confirmed due to the anomaly observed at the filters. The probable cause of the alarming is due to an error with the supplier. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3 (B)(6) 2025 is the reported month and year of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported in the past few months, there have been frequent occurrences where liquid does not reach the filter in the filter-equipped extension and gets stuck midway in the tube, triggering an alarm. There was no patient involvement.